Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient reported they met with the manufacturer representative (rep) yesterday for "radical" reprogramming of the therapy. The patient stated today they were either in excruciating pain, feeling like they were being zapped or not feeling any relief at all. The patient stated they had switched from therapy group a to b and c and reported all groups were the same but in a little different spot. The patient indicated they had reached out to the rep today but had not been able to speak with them. The patient noted they preferred group a because it was the most comprehensive. The agent had the patient switch to therapy group a; the patient reported intensity was on 7.2 with the controller and the implant both at 100%. The patient also described seeing a "fancy m" icon. The agent reviewed instructions on decreasing intensity. While on the call, the patient reported the rep was calling in. The patient was redirected to the rep and their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.